Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Additional information has been requested. (B)(4).

Event description:
A surgeon reported during a laser assisted cataract procedure the capsule tore posteriorly, and an anterior vitrectomy was performed. Reporter indicated instead of placing the planned posterior intraocular lens (iol) implant in the capsular bag, the surgeon placed an anterior iol in the sulcus without any incident. In the surgeons' opinion, there was a small tag in the capsulotomy which was difficult to see due to the denseness of the cataract, which resulted in a tear posteriorly during the phaco portion of the procedure. Additional information has been requested.

Manufacturer narrative:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received. No service was requested or performed on the system related to the reported event. Surgeon stated that patient had dense cataract. Published data suggests that patients with dense cataracts may be at greater risk of capsular rupture due to the additional forces created within the bag during surgery. There were no reported system messages or other system issues that would clearly indicate that the laser contributed to the reported event. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received.